Event description:
It was reported that the ilet bionic pancreas sustained external damage when it was struck against a refrigerator handle and dropped, resulting in a cracked but still functional screen and reduced visibility; blood glucose use was unaffected and no alerts or alarms were reported. Symptoms included no injury. Outcomes included no clinical impact and continued cgm use. Investigation included customer interview and device shutdown guidance, confirmation that data do not transfer to the replacement, and instructions for data sync to the mobile app prior to return. Investigation of this case revealed physical damage to the display assembly consistent with accidental impact, with no reported effect on insulin delivery or device performance aside from screen readability. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental impact.